Event description:
It was reported that the patient presented in clinic with pericardial effusion. Upon interrogation, it was found that the right atrial (ra) lead exhibited p-wave amplitude variation, high capture threshold and failure to capture. Chest x-ray was performed and confirmed ra lead dislodgement. Computerized tomography and echocardiogram were performed and revealed cardiac perforation and pericardial effusion respectively. Pericardiocentesis was performed and the atrial lead was repositioned on (B)(6) 2022. Patient condition was stable pre and post procedure.